Manufacturer narrative:
Pump was received with button error, alarmed after boot up and no button response on the up arrow button due to corroded keypad traces noted. Pump received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube thread.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons are not responsive. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.